Event description:
It was reported that when the prostyle device package was opened it was noticed that the sutures were loose hanging out of the device near the foot/distal-proximal guide area. The device was not used and there was no patient involvement. There was no reported clinically significant delay to the intended procedure or therapy. No additional information was provided regarding this device issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.